Event description:
On (B)(6) 2012, excelsior was notified that three patients had developed pseudomonas infections in their lungs after excelsior's pre-filled, saline flush syringes were used off-label in conjunction with ventilators (type of ventilation devices unknown). The reporter of the incident stated that the ventilators in question are normally filled with saline from vials, however, due to insufficient supply, pre-filled syringes were used instead. At the time of the report, the complainant stated that the cause of the infections was unknown and that the associated hospital was performing an investigation to identify the source. Excelsior is filing three separate reports for this incident (1 report for each patient). This report covers information relevant to "patient b". The following mdrs will cover patients a and c. 2027791-2012-00004 - patient a, 2027791-2012-00006 - patient c. According to information provided by the initial reporter of this incident, patient b went into post-respiratory failure on (B)(6) 2012 at 4:26pm, during which coarse breathing sounds were observed and bloody sputum was discovered on the patient's ventilator and metered dose inhaler. At this time, patient was placed on assisted, intermittent mechanical ventilation. On (B)(6) 2012, patient's temperature spiked to 102f and impacted stool was observed. The pharmacist reporting the event noted that the patient's symptoms occurred (B)(6) days after flush administration, however the exact date of flush administration was not provided.

Event description:
On (B)(6) 2012, excelsior was notified that three patients had developed pseudomonas infections in their lungs after excelsior's pre-filled, saline flush syringes were used off-label in conjunction with ventilators (type of ventilation devices unknown). The reporter of the incident stated that the ventilators in question are normally filled with saline from vials, however, due to insufficient supply, pre-filled syringes were used instead. At the time of the report, the complainant stated that the cause of the infections was unknown and that the associated hospital was performing an investigation to identify the source. Excelsior is filing three separate reports for this incident (1 report for each patient). This report covers information relevant to "(B)(6)". The following mdrs will cover patients (B)(6): 2027791-2012-00004 - (B)(6); 2027791-2012-00006 - (B)(6). According to information provided by the initial reporter of this incident, patient (B)(6) went into post-respiratory failure on (B)(6) 2012 at 4:26 pm, during which coarse breathing sounds were observed and bloody sputum was discovered on the patient's ventilator and metered dose inhaler. At this time, patient was placed on assisted, intermittent mechanical ventilation. On (B)(6) 2012, patient's temperature spiked to 102f and impacted stool was observed. The pharmacist reporting the event noted that the patient's symptoms occurred two days after flush administration, however the exact date of flush administration was not provided.

Manufacturer narrative:
MDR 2027791-2012-00005 was erroneously submitted as a 5-day report. This follow-up report reclassifies the associated MDR as a 30-day report.

Manufacturer narrative:
Excelsior medical is currently in the process of gathering additional information surrounding this incident. A follow-up report will be created once such information becomes available and a thorough investigation has been completed.